Event description:
The customer stated when running patient specimens on the cell-dyn 4000 analyzer, the results from the sample in position #5 was posted into position #4 in the same rack. The rack contained samples in positions 1, 2, 3 and 5. No sample was in position #4. The same issue occurred the previous day. No specific information was provided. No incorrect results were reported and there was no impact to patient management.

Manufacturer narrative:
(B)(4). Vent needle spring. A field service representative (fsr) was dispatched to resolve the issue. The fsr performed a shutdown to cycle power to the instrument. The fsr found the vent needle spring broken, causing the tube to stick and fall in the 1st open space. The vent needle and spring were replaced. The fsr verified proper operation through diagnostics and that the instrument was within specifications. The cell-dyn 4000 system operator's manual, list number 01h25-01, revision m, under section 9, service and maintenance, provides instructions for the vent needle and spring replacement. Abbott recommends replacing the vent needle and spring at least every 5,000 autoloader cycles to maintain optimal performance. Each laboratory should determine its replacement schedule for vent needle and spring based on the estimated average number of autoloader cycles runs per day. The operator's manual provides guidelines for establishing such a schedule. A review of complaints did not identify any trends for the customer's issue. Based on this investigation, no product issue was identified for the cell-dyn 4000 for the reported incident. There is no systematic issue with the cell-dyn 4000 product line. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.